Manufacturer narrative:
Follow-up # 3. This supplemental is being sent to correct information that was submitted previously within the narrative of follow up #2. Alert date should have stated (B)(6) 2016.

Manufacturer narrative:
Follow up #2: the test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: the test strips were found to have results above range when tested with control solution. The test strips were found to be exposed to moisture. The additional tests performed on the test strip vial and the desiccant were to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed

Manufacturer narrative:
Follow-up # 1 device evaluation the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips have been returned and evaluated by product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests did not confirm the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ping meter read inaccurately high compared to a onetouch verio meter. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 8:38am on (B)(6) 2016. At this time the patient obtained a blood glucose result of "356mg/dl" with the subject meter and 188mg/dl" on the other device within 30 minutes of one another. The patient manages their diabetes with insulin pump therapy and stated that they made no changes to their usual dosage of medication as a result of the alleged product issue. The patient stated that 45-60 minutes later they developed symptoms of "clammy, shaky and confused" which they associated with hypoglycemia. In response to these symptoms the patient self-treated by consuming food and/or drink at 9:38am. The patient also mentioned that they had measured their blood glucose on another device at 6:09am the same morning, obtaining a result of "172mg/dl." At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and the patient did not have control solution available to walk through a control solution test. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms suggestive of serious injury after the alleged product issue began.